Event description:
Boston scientific received information that while this cardiac resynchronization therapy defibrillator (crt-d) patient's competitive right atrial (ra) lead was being revised at a competitive procedure, due to increased pacing thresholds, the physician experienced difficulty disconnecting all of the chronic leads. Specifically, the right ventricular (rv) and left ventricular (lv) leads would not come out of the header. Ultimately, the physician reportedly cut and capped the rv and lv leads. The device was later returned for analysis. No adverse patient effects were reported as a result of these observations. Of note, no boston scientific representative was present at this procedure.

Manufacturer narrative:
Analysis of this device was performed at our post market quality assurance laboratory. An initial inspection of the device found that the lv+, rv+, and ra+ seal plugs were missing. Additionally, broken wrench tips were found in the rv-, ra- and lv+ set screws. This induced damage was consistent with incomplete or incorrect torque wrench insertion during seating or unseating of the setscrews. A review of device memory confirmed that the device was able to deliver therapy while implanted. Final analysis concluded that this device was electrically within specification, and that the damage to the header was induced, occurring at the time of explant. An attempt has been made to gather additional information about this event. This event will be updated if any additional information becomes available.